Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). .

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason(s) for revision: component loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint. Asr revision. Asr hip resurfacing system (left) . Update- added reason for revision taken from claimsuite dated 9th jan 2013. Reason(s) for revision: component loosening . Update - added which component became loose and stem details. Taken from email dated 28th july 2015. Cup loosening.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4) reason for original complaint. Asr revision. Asr hip resurfacing system (left)update- added reason for revision taken from claimsuite dated (B)(4) 2013. Reason(s) for revision: component loosening update - added which component became loose and stem details. Taken from email dated (B)(4) 2015. Cup loosening the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient has had an asr revision. Specific details regarding the report are unknown.